Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-15471. The patient is implanted with 2 model 3163 leads (from the same lot) as well as 2 model 3166 leads (from the same lot). It was reported that the patient is experiencing ineffective stimulation. Reprogramming was unable to provide effective coverage. The patient desires to have her scs system explanted. Surgical intervention may take place at a later date.